Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device wasn¿t helping with the patient¿s symptoms and she couldn¿t hold her urine. The patient reported that she had been going a lot and when she went to the bathroom, her back hurt and urine smells horrible. The patient reported that she had tried lowering stimulation because she started having these problems. The patient then reported that she tried to increase amplitude on the night prior to the report. The patient reported that this was a sudden change and the major problems started on (B)(6) 2016. The patient reported that she had not seen her healthcare provider (hcp) in a long time and didn¿t know if he was there anymore and wanted a hcp closer. There were no further complications that have been reported as a result of this event.